Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dry mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information the patient alleges dry mouth. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation during the investigation the manufacturer-initiated therapy with the device and verified airflow, using a known good. The manufacturer supplied power supply and ac power cord. The manufacturer observed customers humidifier heater plate did not heat. The manufacturer supplied known good, heated tube on the customer¿s humidifier. The manufacturer observed the supplied known good, heated tube did not heat. The manufacturer used a known good supplied base device (etf 3100682-001) on customer¿s humidifier. The manufacturer observed the customer¿s humidifier did operate on the supplied known good base device (etf3100682-001) the manufacturer observed the following from and external and internal inspection: ui (users interface) knob broken the air outlet port had dust-like contamination in it. Air inlet had tan dust-like contamination in it.pca (printed circuit assembly) had significant dust-like contamination all over the top of it.thermal event on humidifier harness connector and pca at j9. See inv0636.significant dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was able to confirm the dust like contamination. In box g: date received by mfg. Has been updated. In box h: device problem code grid evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.